Event description:
It was reported that the base unit slipped when the pt was in the pins during a posterior cervical for a laminectomy. It is unk if the pt was repositioned. The surgery was not performed with a stereotaxy device. The length of time the product was in use before the event occurred was unk. The event did not result in pt injury. No action was taken after the product problem occurred. Pt outcome was reported as no injury from the slippage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.